Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra valve was to be implanted in the aortic position. This was a right-transfemoral case with good access. The 14fr esheath+ was inserted without issue. Upon advancing the valve and the commander delivery system, excessive resistance was encountered as the valve was exiting the distal end of the sheath. The valve was successfully implanted. There was no difficulty during delivery system withdrawal or sheath removal. Upon removal of the devices, the end of the sheath was confirmed to be torn. No pieces were missing. There was no observed damage to the patient's access vessel upon post-closure angiography. Patient tolerated procedure well and left or in excellent condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded and not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was reviewed, and the following was observed: patient's access vessels had presence of tortuosity and calcification. Images of the device were reviewed, and it was observed that the sheath distal tip appeared torn radially and axially with sheath shaft stretching. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The sheath distal tip tear was confirmed per evaluation of provided device imagery. Available information suggests that improper tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as calcification and tortuosity were confirmed via imagery of patient anatomy. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously opened to investigate cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. To address the issue, a corrective action preventative action (CAPA) was previously initiated to drive corrective actions. No further escalation is needed at this time.